Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. The patient was also experiencing convulsions and seizures. Also, the patient has a temporary wire at the moment. This device was explanted, and a new one was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. The allegation were confirmed that the device exhibited a code 1003. The conclusion code was selected based on analysis of the returned product which found evidence of a failure in the supplied battery component.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage being too low for the projected remaining capacity. The patient was also experiencing convulsions and seizures. Also, the patient has a temporary wire at the moment. This device was explanted, and a new one was placed. No additional adverse patient effects were reported.